Manufacturer narrative:
Additional narrative: article 338.310 / lot 9265717. The investigation of the returned connecting screw has shown that the thread is broken off and the shaft is slightly bent. The broken piece was not returned. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Since no manufacturing related condition were found it is likely that an insufficient connection with the dhs screw, probably in an oblique way, possible lateral stress may have caused the breakage of the thread. This can only occur if the system was used in order to align the plate with the bone. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. The surgical technique guide recommends that to avoid damage to the instruments and the implant, tighten the connecting screw securely. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: january 28, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the instrument broke during a procedure. The patient outcome was reported as fine. This is report 1 of 1 for com-(B)(4).